Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the bd vacutainer® sodium heparin (nh) blood collection tube experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: they are witnessing under-filling. Received call from distributor stating that their customers have been experiencing under-filling for a while. No specific date of events. No specific lot number. No specific number of occurrences. No specific facility. Blood collection needle used is unknown. Tubes were tossed out and another tube was filled during same blood draw."